Manufacturer narrative:
Therapy cable, therapy connector. Medtronic observed 2 broken low voltage pins from the therapy cable stuck in the corresponding pin socket of the therapy connector.

Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes but, according to the reporter, the device would not switch to paddles lead and it did not display in the lead select display box. A backup device from their rescue rig was retrieved with no delay and used successfully. The pt was transported to the hosp and their outcome is unk but there were no reports of any adverse effects from the device use.